Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the blood leaked out of crack of chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the drip chamber was leaking, and returned a photo of the label and the drip chamber leaking blood. The material reported is 10062818, lot 2412518. The examination of the photo verified the complaint of leakage from the lower connection point of the drip chamber. There is no physical sample for investigation. The root cause for leakage between tubing and drip chamber could not be determined since there is no replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.